Event description:
On 05/18/2026, doctor (al23032-c21u) reported to cas that they experienced anterior capsular tears on procedure ids #2162 and #2163.

Manufacturer narrative:
Review of procedure #2163 shows significant eye movement throughout the procedure. This eye movement could contribute to the reported capsular tear. Recommend reviewing importance of pausing or aborting procedure when movement is seen. System functioned as designed. No further clinical follow up required.